Event description:
The sheath kinked. The sheath was not returned to co for evaluation. The sheath was discarded by the facility. Event complications: unknown - reported 3/31/97. Pt's current status: unk - rpt'd 3/31/97.